Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2. Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing including on/off current testing and functional testing without any noted failures. The device tested properly and functioned as intended using a good know test battery pack. The log review determined that the device was turned on for use in configuration mode, was not manually powered off, and remained powered on for approximately 15 hours. The device was next powered on at 05/26/2026 when it was received at zoll for evaluation, which indicates the device was not regularly checked or maintained. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.